Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported that they read the device with the clinician programmer and cleared the power on reset (por). The rep reported that the por code was 0x400 parity error. The rep reported that the patient is a physicist and worked around emi-type equipment and this was the likely cause. The issue was resolved. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was trying to turn on their stimulator and they received the por (power on reset) notice. It was unknown if any factors led/contributed to this issue. It was reported that the rep would see the patient on wednesday, (B)(6). No actions had been taken yet as they would be determined at their follow-up appointment. The issue was not resolved at the time of the report. No surgical intervention had occurred, but it was unknown and the rep indicated that they would follow-up for more information on whether surgical intervention would be planned. It was reported that the event date was as unknown but the rep would follow-up for further information. No further complications were reported/anticipated.